Manufacturer narrative:
The engineering evaluation reported this experience was likely the result of pain. Any report of pain greater than 8 months postop for the placement of a shoulder total or hemi joint is highly unlikely related to the surgical procedure for placement of the total joint or the device itself. Therefore, neither the DHR nor the sterilization records will be reviewed. Intractible pain is listed in the hemi/total joint surgery risks section of the equinoxe resurfacing system IFU 700-096-135.

Manufacturer narrative:
The following sections have updated info : (g4) date received by manufacturer.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision due to pain. Patient had received a resurfacing hemi arthroplasty ¿ ream and run.